Event description:
It was reported that a patient underwent a resection of soft tissue due to cancer in (B)(6) 2013. Approximately 3 months after the procedure the patient developed redness, pus, and a fever. The wound dehisced at that time. The patient underwent wound vac therapy and debridement. The wound was reclosed and the end of (B)(6) 2014.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch (B)(4) - mfg date 03/01/2013; exp date 01/31/2018. Batch (B)(4) - mfg date 05/01/2013; exp date 01/31/2018. Batch (B)(4) - mfg date 04/01/2013; exp date 01/31/2018. Batch (B)(4) - mfg date 01/01/2013; exp date 01/31/2018. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.